Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient got the inserter out to change the pump, the infusion set's tubing detached from the inserter at the connecting portion. The patient never got to use the infusion. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the glue in the tubing connector was missing. No further information was available.